Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is experiencing high blood glucose. Customer stated she had an ankle xray the day before and was wearing the insulin pump and had high reading the next morning. Current blood glucose was 336 mg/dl and was currently 450 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has air bubbles; the insulin pump was not rewound with a reservoir in place. No insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates, and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Nothing further reported.